Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the device trace download. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads and minor scratched lcd window.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose in beginning of february. Customer¿s blood glucose level at the time of the incident was 472 mg/dl. Customer reported power loss after turning off the insulin pump for a month. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was hospitalized beginning of february not because of insulin pump and needed to disconnect from the insulin pump last month and now she wanted to go back using the insulin pump. Customer reported insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer was able to take correction bolus. Customer noticed missing piece on the reservoir retainer ring while changing set although the reservoir was able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.